Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed; the device would not operate in oscillate mode. This condition was likely due to normal component wear out from use over time, as no signs of improper cleaning or maintenance were observed. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported that on (B)(6) 2012, a small battery drive that was being used in an open reduction internal fixation of the tibia functioned on and off. It is also reported that the drill was intermittent. It is reported that there was no harm to the patient or user. This is 1 of 1 reports for this event.